Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture on the presenting electrogram. The clinician provided the patient would be seen for further evaluation. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.